Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned in three segments in the lens case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in three and is scratched/marked-rejectable. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was unable to adapt to daily life due to refractive error, and a complaint has been reported due to maladaptation. The iol was exchanged for a non-company lens.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).